Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: four (4) used devices were received for evaluation. Visual inspection was performed on all the returned samples which did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage, 24 gravity, simulation testing (on an in-lab spectrum pump), and referee back pressure testing (on all clearlinks) including priming were performed on samples 1 and 2 with no defects observed. The reported condition was not verified on samples 1 and 2. Pressure and clear passage testing on samples 3 and 4 identified leaks at the third y-site (clearlink). The autopsy was performed on both y- sites clearlink which identified a recessed gland on sample 3 and a hole at the gland for sample 4. The reported condition was verified. The cause of the gland defects were related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system continu-flo solution sets leaked from the hub closest to the patient. This was observed during patient infusion of chemo and hydration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred between march 2025 - may 2025. Should additional relevant information become available, a supplemental report will be submitted.